Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 65.7 cm to 67.0 cm and at 69.6 cm to 69.8 cm from the connector pin.